Event description:
International customer reported that a patient presented with inflammation of the vitreus humor and uvea approximately two days following cataract surgery. The patient was prescribed unspecified medication. The patient is reported at "recovered".

Manufacturer narrative:
Date sent to the FDA: 11/25/2008. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.